Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that decreased sensing and an increase in capture threshold were observed. The lead was found to be dislodged via review of x-ray. During the surgical procedure, twiddler's syndrome was noted. The lead was explanted and replaced when repositioning was unsuccessful. The patient's condition was stable before and after the procedure.